Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b3, b5. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon [intermittent image due to cable failure] occurred because video function did not work properly due to cable failure. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The device failed while it was being setup during procedure. There was no delay in the procedure and the intended procedure was completed with a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the cable had disconnected internally and thus caused image flicker and interference. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head cord at camera connection caused interference on screen, due to bad cable connection. The issue was found during procedure, and the type of procedure was diagnostic. There were no reports of patient harm.